Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was identified in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a ¿clear-like particle¿ this was identified before use. There was no patient involvement.

Manufacturer narrative:
Correction made to d1: brand name: exactamix tubing sets for baxa exacta-med pharmacy pump (previously submitted as duo-vent clearlink luer activated valve) correction made to d2a: common device name: set, i.v. Fluid transfer (previously submitted as set, administration, intravascular) correction made to d2b: classification code: lhi (previously submitted as fpa) additional information was added to d9, e3: occupation, h3, h4, h6 and h10. H4: the lot was manufactured from july 01, 2022 - july 03, 2022. H10: the device and a photograph of the sample were received for evaluation. The actual sample was returned only partially filled with a solution. Unaided visual inspection was performed and no particulate matter could be observed in the fluid pathway of the actual container. The fill port cap was removed and no issue was observed of the connector or cap area of the actual sample. The photograph was reviewed and a white polymeric appearing elongated particle possibly of acrylonitrile butadiene styrene material was observed in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.